Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon had difficulty inserting the articular surface. The surgery was completed with another articular surface.